Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. Right ventricular defib impedance steady at approximately 40.84 ohms through (B)(4) 2016, spikes to 254 ohms on (B)(4) 2016. Svc defib impedance steady at approximately 45 ohms through (B)(4) 2016, rises to 61 ohms by (B)(4) 2016.

Event description:
It was reported that there was an alert due to high impedance on the right ventricular (rv) defibrillation coil. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.